Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for this lot number and issue to date. Visual/functional evaluation: there was no labeling or packaging returned with the sample. The sample was returned with protective tubing placed on the needle tip. The sample was returned bloody. Both slides were in their initial positions. There were no visual anomalies noted on the device. To prime, the top slide was pushed into the device. The top slide was able to freely move and lock into place. However, it would release after being primed without any contact. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Conclusion: the investigation is confirmed for self-activation, as the returned device self-activated during functional testing in the as received condition. Per the reported event details, the device was dry fired prior to use. While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event. The current IFU (instructions for use) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsie - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use:- before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back.

Event description:
It was reported that during an ultrasound guided breast biopsy the device self activated after two samples were obtained. The procedure was completed with the same device. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has been returned and the investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.